Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6) h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed. There were 3 session present of the issue date. Syslog captured a database corruption when user was trying to log in, there was no issue with system boot up as no grub record failure or error related to booting was foun d. The same database connection failure was observed from 3rd session of the application logs. Due to database failure the reported issue may have taken place. Codes: b01, c10, d18 h6) multiple annex a codes were submitted for the event. Annex a code, a110201, applies to rfr code nav4126 while annex a code, a1102, applies to rfr code nav4126. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while performing additional troubleshooting for another event, as the system was powering on the error message "system [had] detected an issue during startup" was displayed for less than 2 seconds then immediately displayed the sign-in screen. No patient present. Troubleshooting was performed and the issue was resolved on call.